Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the middle of firing during laparoscopic cholecystectomy, the handle became running idle, the shaft attaching part turned to be unstable, and clip could not be loaded. A new device was taken out to complete the case. There was no patient injury.